Manufacturer narrative:
Concomitant medical products. Model: 5076-45, lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high and varying/unstable thresholds. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.